Event description:
An otherwise healthy pt underwent an elective left total knee replacement for degenerative osteoarthritis. She rec'd a spinal anesthesia and was ventilated with a #3 disposable laryngeal mask airway -lma-. She was under anesthesia from 1515 hour until 1740 hour. The pt's relatives were in the recovery room and pointed to the anesthesiologist that her neck was getting bigger. She had developed subcutaneous emphysema of the neck and chest. A pulmonary consult was obtained the next day and he had some concerns about possible infection and started the pt on antibiotics. An ent consultant examined the pt the following day and recommended to have the pt sent to his office in 2 to 3 weeks for follow up. The pt became very lethargic by the next day. An infectious disease consultant examined the pt and diagnosed possible mediastinitis. The pt had a history of penicillin allergy and she was started on cefotaxime and clindamycin. Previously she had rec'd levofloxacin. The chest x-ray showed widening of the superior mediastinum. CT scans documented evolving retropharyngeal and superior-posterior mediastinal abscesses. Four days after the pt was alert and responsive. She denied any pains, sore throat or difficulty breathing. A thoracic surgeon saw the pt. The pt had surgery with drainage of approx 100 ml. Of pus from her retropharyngeal space and mediastinum. The procedure was through the right side of the neck with mediastinoscopy and tube drainage sparing the pt an open thoractomy. The white blood cell count -wbc- had increased from 7,100 preoperatively to 20,400 with 33% bands on one day after initial procedure. After the surgical drainage of the abscesses, the wbc was 11,000 without bands. The gram stain of the abscesses was compatible with oral flora with multiple gram positive and gram negative organisms. Surgical drainage. Culture: staphylococcal species - not aureus-, lactobacillus acidophilus - flagyl-clindamycin resistant-, c. Albicans, prevotella melaninogenica -resistant to clindamycin-. Fluconazole was added to the other antibiotics. She remains hospitalized as of the date of this report having swallowing difficulties and receiving antibiotics.